Event description:
It was reported that an air embolism, hypotension, and bradycardia occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully placed in the appropriate position, and release criteria was evaluated via echocardiography and fluoroscopy imaging. During release criteria evaluation, the patient experienced hypotension and bradycardia. A significant amount of air was identified in the right ventricular system. Cardiopulmonary resuscitation (CPR) was performed to improve the hemodynamics of the patient. When chest compressions were started, vasopressor medications were administered. Chest compressions were then discontinued as both the pulse and blood pressure of the patient became stable during the first rhythm check. The closure device was fully recaptured. Blood recovery in the right atrium was then attempted using the was. External extracorporeal membrane oxygenation (ECMO) was performed as the blood gas levels showed poor oxygenation. ECMO was inserted in the right inguinal region to obtain flow, however, the blood pressure of the patient had decreased and an intra-aortic balloon pump insertion was performed after adjusting the fluids of the patient, performing blood transfusions, and administration of vasopressor medications. The patient was discharged from the intensive care unit (ICU) under ventilator control.